Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unknown product performance issue. Additional information was received indicating that this lead had no capture at maximum output. The patient was then brought in and lead dislodgement was confirmed with fluoroscopy. The physician attempted to reposition the lead but was not satisfied with the stability as the lead had fallen out of the same location. The lead was then removed and a new quad lead was placed for the added stability in a patient with limited coronary options. The lead was no longer in service. No additional adverse patient effects were reported.